Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the large clip applier was bent, and the clip could not be applied unto tissue. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected while the scrub was loading the clip. The instrument was inserted in the patient and when the surgeon attempted to clip around the vessel, it fell off the instrument. The clip was retrieved with a laparoscopic grasper by the first assist. The instrument was then tagged that it was defective and needed further inspection. The initial reporter further stated that they used a teleflex hem-o-lok medium/large 6 non-absorbable polymer ligating clip, the vessel /tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU), and the incident occurred during the first (1st) clip application. The large clip applier was not inserted back into the patient and a different sterile clip applier was used to complete the surgical case. They stated that the clip would not load onto the large clip applier.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument had physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have instrument grips bent-severely. The damage was found near the top of the clip groove, causing an offset at the tips. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, the tip of the medium large clip applier instrument was bent and the surgeon could not apply the clip unto the vessel. The clip fell off the medium large clip applier instrument and was retrieved with a laparoscopic grasper. A backup clip applier instrument was used to complete the procedure.